Event description:
It was reported that these devices were implanted on the 2008. After a fall the patient experienced pain. First radiological signs of loosening could be seen on x-rays from 2009. The revision surgery took place on the following month.

Manufacturer narrative:
This report will be amended when our investigation is complete.